Event description:
The customer reported that an 840 ventilator had a blank screen. The failure happened while the device was not used on a pt. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the inverter printed circuit board. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).